Event description:
Report received from USA stating that the device was overheating. The device was used in surgery. There was no pt or user injury reported. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available, a supplemental report will be submitted. (B)(4).